Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A malfunction alarm was reported without any notable events prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer switched to multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Technical support arranged to replace the pump and instructed the customer on how to put the pump into storage mode and return it with a pre-paid label within 10 days.